Event description:
According to the info received, a catheter had missing eyelets. The customer reported that she found 3 sealed packages without any catheters and found 1 catheter that didn't have any holes in them.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received, a f/u report will be filed.